Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 240 mg/dl. Customer stated that she had an allergic reaction. Customer also stated that her insulin pump had a button error and she was unable to clear it. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button and button error alarm due to corroded keypad traces. Unit was unable to perform functional test including prime, displacement, basic occlusion, occlusion, prime, excessive no delivery alarm test due to keypad anomaly. Unit had cracked case, battery tube threads, and reservoir window noted during visual inspection.